Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00157: screw 1, 3025141-2020-00180: screw 2, 3025141-2020-00181: screw 3, 3025141-2020-00182: screw 4, 3025141-2020-00183: screw 5, 3025141-2020-00184: screw 6, 3025141-2020-00185: screw 7, 3025141-2020-00186: screw 8, 3025141-2020-00187: screw 9.

Event description:
An acumed aculoc 2 vdr plate was implanted in the patient. X-rays taken immediately after surgery showed that a vertical secondary crack had formed in the patient's radius. The implants remain implanted in the patient.